Event description:
During a remote follow-up, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Ra lead damage was alleged but was not confirmed. No intervention has been performed. The patient was stable.